Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer declined further troubleshooting on the reported event. The customer reported blood glucose level was 262 mg/dl, which was addressed with the 8.05 units of insulin on board (iob). The customer declined to reload the cartridge and will continue to monitor pump performance.